Event description:
It was reported that during follow-up, muscle stimulation was noted during left ventricular lead testing. Fluoroscopy revealed that the lead had dislodged. The physician believed it to be a result of physical therapy. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.